Event description:
It was observed that during the device inspection, the bronchovideoscope exhibited forceps channel had foreign body and no image output. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: ((B)(6) hospital); added here due to character limitation in respective field.

Manufacturer narrative:
Correction to e1, of the initial medwatch. The information was inadvertently selected and should reflect olympus. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was not returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the foreign body in the forceps channel: although we have not received the actual product, it is presumed that the defective event was caused by improper or insufficient reprocessing or handling of the device. Based on the results of the investigation, it is likely the following led to no image output: although we have not received the actual product, it is presumed that the event was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling of the device, or that the components including integrated circuit chip and capacitor, mounted on the electric circuit board had a defect. The event can be detected/prevented by following the instructions for use which state: we confirmed that the operation manual describes how to inspect for the suggested events in ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope.¿ olympus will continue to monitor field performance for this device